Manufacturer narrative:
Date of report: 11jun2019. Date rec'd by MFR: 21may2019. Additional information: the customer reported that the blower was not working correctly. There was no patient involvement. The device was not in clinical use at the time the issue was discovered. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the blower motor and performed the required performance tests. All tests passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 24sep2019. Date of report: 25sep2019. Failure analysis was performed. The blower motor assembly was received for evaluation. Visual inspection revealed no evidence of damage or contamination. The blower motor assembly was installed into a test ventilator in an attempt to duplicate the reported issue. Further testing identified no failures of the blower motor assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Problem statement: the customer reported that the blower had a high rotation per minute. It is currently unknown if the device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.